Event description:
Patient was treated with four drug eluting balloons and two complete self expanding stents were implanted in right sfa-popliteal due to residual stenosis. Two months post procedure in-stent restenosis occurred in the target lesion.

Manufacturer narrative:
(B)(4).